Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing . A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A customer reported to olympus, the cv-180 displayed a black and white image that intermittently goes black. An olympus technical support engineer troubleshot device connections with the customer. It was determined that the hdtv/sdtv monitor cable was defective and needed replacing. There was no report of patient harm associated with this event. Related patient identifier: (B)(6).